Event description:
It was reported that pump insulin gauge displayed amount different than expected on previous day and customer did not believe displayed fill estimate was correct. There was no reported impact to the customer¿s blood glucose level. The customer decline to troubleshoot with techincal support.